Manufacturer narrative:
We believe that this type of event is most likely technique related, which in this case admittedly is. Extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide, causing some metal to shave off the drill guide, the reported condition was then duplicated. There have been some manufacturing process changes made to subvert and or greatly reduce this type of event. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the lupine drill guide became bent during use. The damage to the device was caused by the user manhandling it, and the results of that damage was that metal shavings were deposited into the patient's joint space, this due to the drill bit rubbing up against the inside wall of the bend area of the damaged guide. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient.